Event description:
It was reported that the tx30b was used during an ilio anal anastomosis with ileal pouch. It was reported by the affiliate that the tx30b was placed in a proper position directly above the anal spincter and fired. When introducing the cdh29, the head appeared in the distal end of the bowel. No rupture of tissue was noticed. Only two staples could be found despite extensive searching. A new manual (baseball) suture and the cdh29 was introduced again and fired. Leakage was sutured again manually.

Manufacturer narrative:
D6: device returned with no lot identification. Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received in good condition. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed. The batch history records were investigated with no anomalies noted for missing staples. It should be noted that each cartridge is 100% inspected through an automated vision system to ensure that all the staples are present prior to shipment.